Manufacturer narrative:
On (B)(6) 2021, during preventive maintenance, the returned autopulse platform (serial #: (B)(4)) displayed user advisory "ua07 "(discrepancy between load 1 and load 2 too large) during the initial functional test. The root cause of the ua07 advisory message was due to a defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
On (B)(6) 2021, during preventive maintenance, the returned autopulse platform (serial #: (B)(4)) displayed user advisory "ua07 "(discrepancy between load 1 and load 2 too large) during the initial functional test. No patient involvement.